Event description:
A distributor reported to olympus that the customer¿s evis lucera colonovideoscope had an air/water leakage via the universal cord / video cable. Upon inspection and testing of the returned unit, foreign material was discovered to be clogging the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, it was unknown if they wiped the nozzle with clean lint-free cloths but they did flush the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of an air/water leakage from the universal cord / video cable was not confirmed. The following additional findings were also noted: assorted cracks, scratches, chips, discolored components, wear of the angle wire resulting in angulation and play of knobs not meeting the standard value, physical damage, peeling of adhesive, shaved components, and a burn mark on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material, however, the device reprocessing could not be confirmed as to being performed in accordance with the IFU. The instructions for use state the following: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment. Inspection of endoscope 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function when using the air/water button ¿1. Check that water flows over the entire endoscopic image when the air/water button hole is blocked with a finger and the button is pressed¿. Reprocessing survey info: - wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges ¿ no olympus will continue to monitor field performance for this device.